Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the instrument and confirmed a leak from reagent probe b. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
The customer reported to beckman coulter hotline support that their unicel® dxc 600i instrument showed evidence of leaking. Liquid was found in the cartridge chemistry reagent carousel and on the right side of the hydro-pneumatic tray. The customer was unable to find the specific source of the leak. There was no exposure to the liquid as the customer was wearing personal protective equipment. No erroneous patient results were generated in connection with this event.